Event description:
It was reported to boston scientific that the locking adapter of a corflo cubby low profile gastrostomy device was broken and it was unable to be connected to the right-angle feeding tube. According to the complainant, the device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition was reported as "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.